Event description:
It was reported that this implantable pulse generator could not be programed normally, despite multiple efforts. A replacement device was requested as the patient was in third degree heart block with a low heart rate. The replacement device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional event details and product return information. No further details were available at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Review of the device memory confirmed there were no suspicious faults or resets while this device was implanted. Pacing and sensing functions were tested and the device was verified to operate as expected. The magnet test passed manually on the bench in right ventricular (rv) bipolar lead configuration. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pulse generator could not be programed normally, despite multiple efforts. A replacement device was requested as the patient was in third degree heart block with a low heart rate. The replacement device was successfully implanted. No adverse patient effects were reported. Good faith effort attempts were made to try and retrieve additional event details and product return information. No further details were available at this time. This investigation will be updated should further information be provided.